Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hv lead impedance was observed when patient laid his arm on right shoulder. Physician opted to replace the lead; however, patient chose not to. No adverse consequences reported.